Event description:
Customer reported device=in the 300s mg/dl. Customer called doctor. Doctor advised them to come in. Doctor's device =122 mg/dl. No treatment was given. Customer went home and device = in the 300s mg/dl. Customer stated device turns "of" when it is turned "on" and is unable to find reading in the memory. Strips were expired. No controls went used. A request was made for return product and replacement product was sent.